Manufacturer narrative:
(B)(4). Baxter has found that similar reports have been received for the reported problem. The root cause investigation is in progress through (B)(4).

Manufacturer narrative:
(B)(4).the device has been received by baxter, and the evaluation has not yet been completed. A follow-up MDR will be submitted upon completion of the evaluation or if any additional information is received.

Manufacturer narrative:
(B)(4). Evaluation summary: the condition of a colleague infusion pump with a cut speaker harness with no audible tones was found and confirmed by a baxter service technician. No assignable cause can be provided. Due to customer denial of the cost of repair estimate, no repairs were made to this pump and it was returned un-repaired to the customer. A service history review revealed no previous service events were related to the reported condition. Should additional information be received, a follow-up medwatch will be submitted.

Event description:
During product evaluation by baxter service personnel, a colleague infusion pump experienced a cut speaker harness which caused the device to fail to audibly alarm. There was no patient involvement. This device is an unremediated colleague pump with a user interface module software version of 5.03.00. No additional information is available.